Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during cardiac rehabilitation, the patient's heart rate was increasing too quickly with arm movement. The device's minute ventilation sensor was programmed to off with resolution of the high rate pacing. There were no adverse patient effects. The device remains in service.